Event description:
It was reported that during a laparoscopy appendectomy endopouch pro46 was used. The customer reported that the pouch broke while removing it and exposed the appendix to the abdomen. The surgeon removed the specimen by using another type of pouch with no adverse consequences to the pt.